Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead became dislodged. It was determined that the patient exhibited symptoms of twiddler's syndrome. In addition, the retraction of the lv lead caused the partial dislocation of the right ventricular (rv) lead resulting in low sensing of the rv lead. The lv lead and rv lead were explanted and replaced successfully. No patient complications have been reported as a result of this event.